Event description:
It was reported that the 9600 system had an error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were cleaned and re-seated and the software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.